Event description:
It was reported to covidien on 01/30/09 that a customer had a problem with a dialysis catheter. The customer reports, a pt had to have the catheter removed and replaced due to a cracked adapter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.